Event description:
It was reported to boston scientific corp in 2007, that during an endoscopic retrograde cholangeopancreatography with lithotripsy using a trapezoid rx lithotripter (pt age and gender unk), "the tip of the device [fell] off inside the pt's bile duct". The physician had partially crushed the stone when the tip fell off. He used another trapezoid rx lithotripter and experienced "similar issues". The procedure was successfully completed with an olympic device. The physician stated the "pt will have surgery in a couple of days to remove both tips from the bile duct". Several attempts to get further details were unsuccessful. The condition of the pt was reported as "okay".

Manufacturer narrative:
The device has not been received by this MFR. An evaluation has not been performed; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event. A device history record review and complaint trend analysis is in progress; results will be provided in a follow-up medwatch report. Please note associated medwatch report 6000048-2007-00195.